Event description:
It was reported that a spectrum iq pump failed rate accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "failed rate accuracy" was reproduced as an under infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plates. The pressure plates requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.